Manufacturer narrative:
The customer reported that their central nurse's station (cns) suddenly shut off due to a battery failure . The unit was monitoring multiple telemetry devices at the time.

Event description:
The customer reported that their central nurse's station (cns) suddenly shut off due to a battery failure.